Manufacturer narrative:
D10: 320-38-00 - eq rev 38mm humeral liner +0: (B)(6), 300-01-11 - eq, huml stem primary, press fit 11mm: (B)(6), 320-01-38 - eq rev 38mm glenosphere: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-15-04 - rs glen plate post aug, 8 deg, right: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6), 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, the patient experienced an infection. As a result, the surgeon exchanged the glenosphere, locking screw and liner. Patient was last known to be in stable condition following the event. No further information available.